Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii lvas, serial number (B)(4), and the reported pump thrombosis, hematuria, elevated ldh and hemorrhagic stroke could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The heartmate ii lvas IFU lists device thrombosis, bleeding, hemolysis and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary mw number 420018-2019-0017 dated (B)(6) 2019. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2019 for elevated lactate dehydrogenase (ldh). Patient was started on heparin. (B)(6) 2019 patient has bloody urine complaints and blood cultures. Patient ldh was trending up on (B)(6) 2019. Patient was started on tpa and transferred to cardiovascular ICU on (B)(6) 2019. Tpa was stopped on (B)(6) 2019. Repeat CT on (B)(6) 2019 revealed patient was stable. Patient was discharged (B)(6) 2019. The patient was admitted for increased shortness of breath, hematuria and elevated ldh secondary to pump thrombosis. On (B)(6) 2019, patient was treated with IV heparin gtt initially without response from ldh. Patient was then treated with tpa x 48 hours that started (B)(6) 2019 with downward trend in ldh and resolution of hematuria. Tpa was stopped (B)(6) 2019. IV anticoagulation was stopped as patient started with complaint of headache. CT head was done which was remarkable for intraparenchymal hemorrhage in right frontal and parietal and sub-arachnoid hemorrhage in the right frontal and parietal lobe. Neurosurgery was consulted for further evaluation. No surgical intervention was warranted. Anticoagulation was held with multiple repeat head cts done, all stable. Aspirin 81mg was restarted second to need for some anticoagulation in setting of pump thrombosis. Ldh has continued to trend down and was at 690 on (B)(6) 2019. Patient needed repeat head CT in 2 weeks. If stable, plan was to resume coumadin. Patient was discharged home. Patient has no known allergies. No further or additional information was provided.